Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a cardiovascular surgeon in practice 20 years, who has used the device 200 times in total over the last 15 months and 120 times in the last 12 months. During use of the sentrant sheath, the following complication was encountered; blood loss, which was stopped pharmacologically, the physician found this event not at all concerning and not device related. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.